Manufacturer narrative:
A review of the associated batch record showed no non-conformances or anomalies that may have caused or contributed to this event. Post-operative infections are common adverse events after implant based breast reconstruction with or without the use of surgical mesh. The ovitex prs device is terminally sterilized and thus is unlikely to cause infection. Further, infection symptoms continued after device removal and apparent replacement of the left breast implant. However, as root cause of the continued infection cannot be confirmed, this event is being conservatively reported in an abundance of caution.

Event description:
A patient self reported ongoing left breast infection after bilateral implant based breast reconstruction with ovitex prs permanent. It was reported that an infection developed after the original surgery which resulted in the removal of the implant and ovitex prs device. The patient reported ongoing infection in the left breast and "issues in the left implant" even after the removal of these original devices. The patient also experienced redness and heat on the affected breast. They also noted a lack of energy, sporadic fevers, and general malaise. No resolution was noted in the report.